Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that crack on insulin pump and during the night the syringe actually came out. The customer¿s blood glucose was unknown. The customer stated that the reservoir did not lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip almost completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring, broken belt clip slot, minor scratched and cracked display window.